Event description:
It was reported that postoperatively after a cardiac cancer resection, the pt began to bleed, so re-operation was necessary. The situation was rectified with sutures. There is no additional information available at this time.